Event description:
The product was used during a laminectomy procedure. Reportedly, the pt was brought back to the operating room for re-exploration. During re-exploration, the surgeon found the suture to be broken and repaired the wound.